Event description:
It was reported from an inpatient medical that there was an alleged discrepancy on morphine patient controlled analgesia (pca) for patient and drug history. Morphine pca intended dose was 1 mg demand, no continuous dose, 20mg per 4 hour lockout. Upon clearing the pca with a second rn, pca pump seemed to have malfunctioned while clearing the pump. Pump stated no medication administered during previous 24 hours, then when changing the interval time per md order, pump stated 24 doses had been given since 2100 hours on (B)(6) 2020. This should not have been possible with the lockout settings. The syringe was not empty so it does not appear the patient got that dose in a short time period. Ipm manager and charge rn notified and pca pump changed and placed under a work order by unit clerk. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Short description,b5,b3 updated*************************************

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an alleged discrepancy on pca for patient and drug history. Although requested, additional information was not provided.

Event description:
It was reported from an inpatient medical that there was an alleged discrepancy on morphine patient controlled analgesia (pca) for patient and drug history. Morphine pca intended dose was 1 mg demand, no continuous dose, 20mg per 4 hour lockout. Upon clearing the pca with a second rn, pca pump seemed to have malfunctioned while clearing the pump. Pump stated no medication administered during previous 24 hours, then when changing the interval time per md order, pump stated 24 doses had been given since 2100 hours on (B)(6) 2020. This should not have been possible with the lockout settings. The syringe was not empty so it does not appear the patient got that dose in a short time period. Ipm manager and charge rn notified and pca pump changed and placed under a work order by unit clerk. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
G3 updated: added health professional********************************************

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2020-01843, which captured the suspect device.

Event description:
It was reported that while clearing the pca module with the second rn in the morning, the device appeared to have malfunctioned. It was noted that the device showed that no medication was administered during the past 24 hours. When the interval time was changed as ordered by the physician, the pump showed that 24 doses were given since 2100 on (B)(6) 2020. The syringe was not empty and it did not appear that the patient received the 24 doses in a short period of time. The pca infusion was programmed as follows: 1mg pca dose, no continuous dose, and 20mg per 4-hour lockout interval. There was no patient impact. The manager and charge rn were notified and the pca module was replaced. The event occurred at in the inpatient medical unit. Although requested, additional information was not provided.